Manufacturer narrative:
The device was returned to an authorized resmed third party service centre and an evaluation confirmed the complaint. The main circuit board was replaced to address this issue. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device did not to power on. There was no patient harm or serious injury reported as a result of this incident.